Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is 35 days old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: long-term follow-up after pacemaker implantation in neonates and infants. Ann thorac surg 2007;83:1420-4. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable epicardial pacing leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patient deaths. It was noted, " none of which was related to the pacemaker therapy" and "all patients had complex congenital heart defects requiring surgery within their first days of life." The article additionally reports patients that experienced lead dislodgement requiring repositioning, sensing failures, elevated thresholds, and atrial lead failures requiring device reprogramming. The status of the leads is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.